Event description:
Caller reported an issue with touchscreen responsiveness, specifically that the pump screen was frozen and unresponsive, preventing interaction. There was no adverse impact on the customer's blood glucose level, remaining within normal range. Technical support provided pump reset instructions, but the issue persisted, leading to the decision to replace the pump. The customer opted for multiple daily injections as backup therapy and was advised on returning the faulty pump and the steps for setting up the replacement, which was shipped without requiring a signature for delivery.